Event description:
Baxter received a report from a patient that an intermate allegedly had "a black substance" inside the reservoir. This reported condition was observed immediately following patient infusion. The device had been stored in a travel-sized cooler which contained ice and water. The device was filled with a solution containing antibiotics. This is an indication of a device malfunction and/or use error that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Since the product code and lot number are unknown, a 510k number cannot be provided. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.